Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that pump stoppages and low speed operation alarms were noted by the vad coordinator; therefore system controller log files were submitted to the manufacturer's technical service representative for review. The log file captured five pump stoppage events (B)(6) 2016 and multiple low speed advisory events which appeared to only occur while the pump is supported by the power module. On (B)(6) 2016, a distal driveline replacement procedure was performed by technical service representatives with no issues. On (B)(6) 2016 it was reported that the pump stoppage events had recurred while the patient was at home. It was suggested that the patient use an ungrounded patient cable when using the power module until the plan of care going forward is decided. The patient was reportedly asymptomatic during the events. No additional information was provided.

Manufacturer narrative:
Device evaluation: the distal end/external portion of driveline was replaced on (B)(6) 2016 and returned for evaluation. The returned portion of the driveline encompassed a previous driveline replacement performed on (B)(6) 2015 (previously reported under medwatch MFR report # 2916596-2015-02109). The returned portion of the driveline was tested for electrical continuity and all wires were found to be electrically intact. The outer silicone sleeve and clear bionate layers of the driveline were examined and no areas of damage were observed. No areas of significant breakdown of the metal braided shield were observed on either side of the previous driveline replacement site. The outer layers of the site also appeared unremarkable with no observed damage to the gray or black shrink tubing. The underlying of the wires of the driveline were examined under a microscope and a very small breach in the brown wire insulation was identified in the area underneath the copper tube at approximately 11.5 inches from the metal connector. The returned portion of the driveline was suspended in a saline bath for high potential testing, which confirmed that the inner metal conductors were exposed at this location. The observed wire damage appeared to be the result of fatigue failure due to abrasion. Microscopic inspection and high potential testing of the remainder of the driveline segment revealed no other areas of compromised wire insulation. If the exposed conductors of the compromised brown wire made contact with the copper wrap or braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the reported low speed events and pump stoppages captured in the submitted system controller log file prior to the distal end driveline replacement performed on (B)(6) 2016. The report of further alarms following the distal end driveline replacement was confirmed through a review of the second submitted system controller log file. The alarms appeared to have occurred while the system was connected to the power module. Review of the submitted x-ray images of the internal and external portions of the driveline did not show any areas of potential breakdown of the metal braided shield; however, an area of concern was noted on the internal portion of the driveline where there appeared to be a tight loop near the pump. A potential wire compromise could not be determined based on the evaluation of the submitted x-ray images. The patient remains ongoing on lvad support with an ungrounded patient cable and no further alarms have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient received additional alarms after replacement of the distal end/external portion of the driveline. The patient has since remained on the ungrounded patient cable and as of (B)(6) 2016, has had no further issues.